Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had low blood glucose and keypad anomaly. The customer stated the buttons are sticking. The act button is non responsive. The customer's blood glucose was between 85mg/dl-191mg/dl. The button is not clicking like it should be. Advised that the insulin pump will be replaced, discontinue and revert to back up plan. Also, the customer mentioned they had low blood glucose of 49mg/dl. He went to bed with a blood glucose of 100mg/dl ate 22 carbs and went down to 49mg/dl. Customer declined low blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump passed self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specifications. The insulin pump had an intermittent button response on the express bolus, act and esc buttons due to flattened dome switches. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.